Manufacturer narrative:
(B)(4). D6a: implant date - 2014. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2024 -00030. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten years post-implantation, the patient underwent a revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted liner and constraining ring covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed and identified the following: right total hip arthroplasty with superior and posterior dislocation of the femoral head. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays confirming the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.